Event description:
The customer contacted philips to report that while pacing a patient a 40 ppm using this device, the patient's inherent heart rate was 70 bpm. There was no negative patient impact reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.